Manufacturer narrative:
Evaluation of the returned product found that the alarm case has a crack by the battery compartment. When batteries are inserted, the battery door lifts up due to the crack and can cause intermittent power. Cannot confirm that there is no tone when pressure is removed from the pad. Manufacturer reference (B)(4).

Event description:
The customer reported that the alarm has power, but no alarm tone when pressure is off the pad. Tested with new sensors and new batteries. Customer detects some visible damage by the battery door, the case is cracked. This was discovered while in use with a patient (after caregiver left bedside). There was no patient/caregiver incident or injury.